Manufacturer narrative:
(B)(4). Batch # t94v89. Investigation summary: the analysis results found that el5ml device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged. It was noted to have holes in the tyvek and the holes were noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. It appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that the customer noticed two holes in the paper peel pack of the sterile kit. There was no patient involvement and no patient consequences occurred.